Manufacturer narrative:
(B)(4)

Event description:
The pt experienced a loss therapeutic effect. Impedance measurements showed >4000 ohms on all electrodes except 2 and 6. The pt was reprogrammed to 5+ and 2- with return of some therapy. Further info was requested.